Event description:
Lap-band placed in 2006. Have had severe abdominal and side pains for months. Lots of tests and dr. Visits. Surgery to remove because the tubing has broken loose from band on (B)(6) 2019.